Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited undersensing. Programming changes were made. Patient condition was unknown.